Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred during peritoneal dialysis on the homechoice. During drain five of five. The patient's drain volume was 3832ml, indicating the home patient drained a volume 182% of their maximum programmed fill volume of 2100ml. The technical services representative reviewed the programming and ther therapy logs with the patient. The patient reported using a low strength solution. The patient would discuss the programmed minimum drain volume setting with their nurse. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.